Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06710. It was reported that when the patient presented in clinic for a follow up, failure to sense was observed on the right atrial (ra) lead, and reduction in ejection fraction (ef) due to right ventricular (rv) lead pacing problem was observed. The patient experienced shortness of breath and edema. No lead dislodgement was confirmed via chest x-ray. Prescription was given, and programming changes were made. The patient was discharged in stable condition.